Manufacturer narrative:
The complainant reported that the device would not be returned for evaluation, as it was discarded after explant; consequently, a physical evaluation will not be performed. Without receiving product for evaluation, we are unable to determine if it met specification, and unable to definitively determine a root cause for this incident. A device history review was performed for batch/lot number 1087146. The review confirms that the lot met all material, assembly and performance specifications. A similar complaint review was also performed, which revealed that there has been another complaint reported for this lot/batch number for a similar issue from this same customer. The complaint report for the month of july 2007 was reviewed for the vaxcel pasv PICC single lumen product family. No adverse trends were detected for "fracture distal to the suture wing", "hole in catheter" or "leakage" for the last 15 months.

Event description:
The complainant reported that a vaxcel pasv PICC was implanted in a male patient in 2007. Sixteen days later, it was found that the device had developed a crack distal to the suture wing and which resulted in a leak. The complainant reported that the device was successfully replaced, and that there were no adverse affects to the patient as a result of the reported malfunction.